Manufacturer narrative:
Disk analysis was performed and the shock impedance measurements showed as zero (0) ohms on the programmer as a result of ¿lead impedances less than min¿ message in the device. This can be caused by noise. The low, out of range shock impedance measurement was detected on (B)(6) 2013 at 12:50 pm. It was noted the patient had left work that same day at 12:00 pm. It is unknown if the patient could have been exposed to any other external sources causing electromagnetic interference (emi). Then, approximately two months later, the patient was seen for continued issues with intermittent out of range shock impedances (both high and low measurements noted). The plan was to explant the device since the source of the out of range impedances could not be determined; however it was noted the fluctuation in the history of the impedances is typical of emi exposure. The device was explanted and replaced. No further issues have been reported. The device was returned for analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that the patient presented due to the device emitting beep tones. Upon interrogation, a ¿check lead¿ message appeared. Device trending shows the competitor right ventricular (rv) lead impedances were in the 40 ohm range since implant, then dropped down to 25 ohms, then 0, then back up to 200 ohms. Boston scientific technical services (ts) was contacted and recommended testing the system to guarantee therapy would be available. Ts discussed potential connection issues since this started to occur after the device change-out procedure. Thirteen days later, a lead revision was performed. Pictures were taken of the lead and sent to the lead's manufacturer's ts team for review. A lead fracture was suspected. The lead was successfully replaced. Then, approximately seven months later, the patient presented to the clinic again because their device was beeping with their new rv lead. Impedances were showing fluctuation between 200, 0 and 5 ohms, but the rest of the impedance measurements were stable and within range. It was noted the patient had a parsonnet pouch implanted due to being a twiddler. Shock lead impedances had not been tested with the old lead, nor the new lead via a commanded shock or with defibrillation threshold (dft) testing. The new lead was programmed to an rv coil to can configuration. Ts recommended testing the system to ensure therapy would be available and discussed getting a save memory to disk for review.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A review of the device memory noted the device recorded 3 alerts after exiting storage mode. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Engineering noted that the shock impedance measurements shown as zero (0) ohms on the programmer actually have the result of "leadimplessthanmin" in the device which can be indicative of noise.